Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a cartridge change error occurred during the load sequence. During troubleshooting, it was found that the cartridge was not entirely loaded due to an o-ring present on the pneumatic tap. The o-ring was removed and customer continued to received cartridge change errors. Customer's blood glucose level was 195 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged cartridge change issue was verified and a different issue was identified (torn bellows). Based on the analysis, the alleged cartridge damage and does not fit issue could not be verified.